Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the customer comment. However, analysis did find that the lower case was contaminated and the two side bail covers were broken.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported the unit wouldn't turn on after it shut itself off. The unit turned on after 30 minutes. No patient involvement or complications were reported as a result of this event.